Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of undersensing on the device due to a loss of contact. Technical support was contacted and suggested to upgrade the device firmware. The latest firmware was updated on the device. The patient was stable and will continue to be monitored.